Event description:
It was reported that two hours after a laparoscopic gastric bypass procedure (omega loop) the surgeon had to perform a re-laparoscopy due to bleeding. It shows to be oozing bleedings from the staple lines. No products to return since they were involved in the primary procedure and were discarded. It is unknown how the re-laparoscopy procedure was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.